Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2009-(B)(6), product type catheter product ID 8596sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient had nerve irritation after the second pump was placed at the same pocket as the first one. The pump was moved to the right side after months. The patient stated only got 10 percent pain relief. The patient had morphine and baclofen in the pump. The patient outcome was unknown. Additional information has been requested but was not available at the time of this report.